Event description:
It was reported that versacross access solution was selected for use. During the procedure when an attempt was made for femoral vein access from the groin, the dilator had resistance and could not be advanced into the vein. When it was withdrawn, the distal end was found to be rolled back at the end like a sleeve. The dilator was not fully introduced into the vessel. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. However, the reported allegation is confirmed via the media provided. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described withing this complaint. No updates are required to the IFU as a result of this event. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Device history record (DHR) review: the lot numbers associated with the sheath for vxsk lot 38038932 are: 37826286 & 37881128 there were no non-conformances associated with either lot. There were rejects associated with both lots. However, neither of these rejects reasons would cause the event that occurred. The device has not been returned to bsc for analysis; however, the allegation was confirmed via media provided. The root cause cannot be determined with certainty based on the information available, and the conclusion code "cause linked to device but unable to trace more specifically" was therefore selected.

Event description:
It was reported that versacross access solution was selected for use. During the procedure when an attempt was made for femoral vein access from the groin, the dilator had resistance and could not be advanced into the vein. When it was withdrawn, the distal end was found to be rolled back at the end like a sleeve. The dilator was not fully introduced into the vessel. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.